Manufacturer narrative:
(B)(4). Physio-control evaluated the device and has been unable to duplicate the reported issue during testing.  Through an evaluation of the electronic patient records, physio was able to verify that the device did not deliver defibrillation energy but it is unknown what caused this.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, their device failed to deliver defibrillation energy to a patient.  The customer indicated that once the reported issue occurred, they immediately grabbed a backup device and continued patient care.  The patient reportedly did not suffer any adverse outcome during reported event.  No additional event or patient information has been provided by the customer.